Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery charger not working) has been confirmed. Upon receipt, the charger would not power on. The cause of the inability to power on is a defective power unit. The cause of the defective power unit is disconnected pins cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the defective power unit. The patient received a replacement battery charger.

Event description:
A patient service representative (psr) contacted zoll customer support while fitting a (B)(6) female patient to report that the battery charger was not working. The patient received a replacement battery charger.